Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of a faulty reservoir. The customer's blood glucose level is unknown. The customer stated that he was trying to refill the pump and received no delivery alarm. The customer stated that insulin did not exit the tubing. The customer was advised to manually push the plunger to see if insulin would exit the tubing. The customer was advised to rewind the pump, place the reservoir into the pump and run manual prime to at least 5.0u. The customer will be sent replacement reservoir sets.

Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoir. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing, and fluid was able to flow through the infusion set and out of the catheter tip. No occlusion was noted.